Event description:
Description from the customer report: "hcu30 does not make ice. Found on preventive maintenance by service rep." (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device (B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted if additional information becomes available.